Manufacturer narrative:
The reagent and electrode lot numbers and expiration dates were requested, but not provided. The customer stated that controls were acceptable prior to the event. The field service engineer found a hole in the rinse mechanism tubing. The tubing was replaced. Mechanism checks were performed and there was no further leakage. The customer ran controls and these were acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for over 10 patient samples tested on the cobas 6000 c 501 analyzer. Data was provided for one patient sample with discrepant results for ca2 (calcium), ast, the na electrode, and cl electrode. The specific ast assay that was in use was requested, but not provided. The sample initially resulted in the following values: ast = 156 u/l, calcium = 3.7 mmol/l, na = 119 mmol/l, cl = 84 mmol/l. The initial values were questioned by the doctor, so the sample was repeated. The sample repeated in the following values: ast = 57 u/l, calcium = 8.5 mmol/l, na = 142 mmol/l, cl = 105 mmol/l. The sample was also repeated on a second analyzer, resulting in an ast value of 13 u/l. The 13 u/l ast value was deemed correct.